Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
Reportedly, the surgeon had a patient he saw earlier this year who had a aq5010v implanted in 2010. "The haptics are in an "s" rather than "z" configuration." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.